Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. 8/1/24: subsequent to the initially filed MDR report, device analysis noted: a posterior foot break was not returned and was found during evaluation of the returned device. The account confirmed the separation occurred after the procedure during device return packaging. The detached foot was discarded. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture retrieval issue was observed as a foot separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to operational context of the procedure. It is likely that a needle deflection striking the foot resulting in foot separation during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract was due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B5 - describe event or problem: updated.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.